Event description:
Customer reported that when they went to bolus the insulin pump froze. Customer replaced the batteries and the insulin pump alarmed battery out limit. Customer also stated that the esc and act buttons on the insulin pump are not working. Customer mentioned that the insulin pump has been dropped and stated that they play sports. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that no battery out limit alarm noted. All the operating currents are within specification. The insulin pump passed the self test. The device was received with intermittent button response due to corroded keypad traces. No unexpected low battery or frozen screen anomaly noted during bolus delivery. The unit was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.